Event description:
On (B)(6) 2012 it was reported that the handheld's screen was freezing from time to time. It was noted that doing a hard reset would not help the issue. No further information was provided at the time. The handheld, flashcard, and serial cable were returned for product analysis on (B)(6) 2012. Product analysis is still underway and has not yet been completed.

Event description:
Additional information was received on (B)(6) 2012 when product analysis was completed on the handheld and flashcard. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the flashcard and no anomalies that could have contributed to the frozen screen event were identified during the flashcard analysis. During the analysis it was identified that the flashcard contained 4 different patient database files. The most likely cause for the multiple databases is associated with the flashcard being inserted into multiple handhelds. No other anomalies were identified.